Manufacturer narrative:
Analysis was performed by onsite service personnel which included testing of the device in question. The results of the analysis were that the ibp pump and ibp connector needed replacement. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a defective ibp pump and ibp connector. The issue was resolved by advising the customer which parts needed replacement and to advise to order the defective parts for repair. A review of the service history for this device shows that the problem was not reported again. E1: reporting institution phone#: (B)(6). E1: reporter phone# : (B)(6).

Event description:
It was reported the device blood pressure measurements are out of specification. Patient involvement is unknown. There was no report of patient or user harm.